Event description:
It was reported that the spco measurement was indicated over 10% with the rad-57. Spo2 measurement was functioned properly. It was reported that the anti-lighting was set, pi was quite normal, and no lowsiq came up. Ems manager confirmed the trend. The reported event was an out of box observation, during the check. There was no pt involvement.

Manufacturer narrative:
The initial MDR # was 2031172-2014-00115. However, the correct MDR # should be 2031172-2015-00115.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.